Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A go/no go check was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered following a report of a patient having an unknown alarm. The patient experienced a large manual drain while at the clinic. The patient drained 5000 ml which is 217% the patient's prescribed fill volume of 2300 ml. The peritoneal dialysis nurse (pdrn) was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was not able to complete treatment and just performed the large manual drain the next day. The pdrn confirmed that the patient experienced severe abdominal pain prior to the large drain after the last treatment and was prescribed vancomyacin (intraperitoneal, 7 days) ceftazadine (intraperitoneal, 7 days), and diflucan (oral, 7 days) for potential peritonitis. The culture test came back negative for peritonitis. The pdrn stated that the patient has received their new cycler, which is working well without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.